Event description:
It was reported that the device was leaking. There was no additional information provided.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Visual inspection found a corroded drain fitting, wear and tear damaged line cord, block assembly, and tank cover and an outdated printed circuit board (pcb). Functional testing found the device leaks from the cracks at the bottom of the tank cover due to overtightening the tank cover screws. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This issue was escalated to an internal scar as the tank covers are exceeding the .020" requirement and being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.